Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture was observed on the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.